Manufacturer narrative:
The insulin pump received with intermittent button response due to unlocked lcd keypad connector. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped filling the tubing. She tried to press the esc button on the insulin pump but it did not respond. The customer was unable to get past the fill tubing. Customer's blood glucose level was 138 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.